Event description:
The Biomedical Engineer (BME) reported that the main display is blacked out but it will respond to touch on the G9 Bedside Monitor During the boot-up, they can see the values, but once it fully boots up, the display goes black. They rebooted 3 times, and the issue repeats. They swapped the cables and the issue repeats. No patient harm was reported.

Event description:
THE BIOMEDICAL ENGINEER (BME) REPORTED THAT THE MAIN DISPLAY IS BLACKED OUT BUT IT WILL RESPOND TO TOUCH ON THE G9 BEDSIDE MONITOR DURING THE BOOT-UP, THEY CAN SEE THE VALUES, BUT ONCE IT FULLY BOOTS UP, THE DISPLAY GOES BLACK. THEY REBOOTED 3 TIMES, AND THE ISSUE REPEATS. THEY SWAPPED THE CABLES AND THE ISSUE REPEATS. NO PATIENT HARM WAS REPORTED.

Manufacturer narrative:
THE BIOMEDICAL ENGINEER (BME) REPORTED THAT THE MAIN DISPLAY IS BLACKED OUT BUT IT WILL RESPOND TO TOUCH ON THE G9 BEDSIDE MONITOR DURING THE BOOT-UP, THEY CAN SEE THE VALUES, BUT ONCE IT FULLY BOOTS UP, THE DISPLAY GOES BLACK. THEY REBOOTED 3 TIMES, AND THE ISSUE REPEATS. THEY SWAPPED THE CABLES AND THE ISSUE REPEATS. NO PATIENT HARM WAS REPORTED. NIHON KOHDEN CONTINUES TO INVESTIGATE THE REPORTED EVENT. NIHON KOHDEN WILL SUBMIT A SUPPLEMENTAL REPORT IN ACCORDANCE WITH 21 CFR SECTION 803.56 WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE. ADDITIONAL DEVICE INFORMATION: D10: CONCOMITANT MEDICAL DEVICE BEDSIDE MONITOR: MODEL: BSM-1753A. SN: (B)(6).

Manufacturer narrative:
The Biomedical Engineer (BME) reported that the main display is blacked out but it will respond to touch on the G9 Bedside Monitor During the boot-up, they can see the values, but once it fully boots up, the display goes black. They rebooted 3 times, and the issue repeats. They swapped the cables and the issue repeats. No patient harm was reported.Investigation Conclusion:Root Cause Summary/Results: We confirmed the reported issue stemmed from wear and tear damage over time (explained further below). In this case, the device was initially installed at the facility on (b)(6)2021, indicating it has aged approximately five years. Aging systems and their components/hardware (including display screens/touchscreens) are susceptible to wear and tear damage over time from user errors (such as mishandling, customer abuse, droppage, improper storage/overheating resulting in screen lamination damage/touchpoint damage, improper cleaning resulting in damage to the screen), frequency of use and normal aging and degradation.Resolution Notes: Our NK TS Tech provided education and TS to the customer as needed. We shipped a replacement device, (CU-192RA serial number (b)(6), with new battery (b)(6) SN:(b)(6), configured as requested), to resolve the issue. Since resolution, no further issues related to this incident have been reported to date.Additional Device Information:D10: Concomitant Medical Device.Bedside Monitor:Model: BSM-1753A.SN: (b)(6).Additional Information:B4 Date of this Report.D9 Device Available for Evaluation.G3 Date Received by Manufacturer.G6 Type of Report.H2 If Follow-Up, What Type?.H3 Device Evaluated by Manufacturer.H6 Event Problem and Evaluation Codes.H11 Additional Manufacturer Narrative.